Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 400 to 600 mg/dl and had received several no delivery alarms. The customer's current blood glucose was 202 mg/dl. The customer was treated with hospitalization and an insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer states the insulin exited. Customer states the drive support cap appears normal. The customer was off the pump prior to hospitalization for less than 48 hours. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.